Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - this patient experienced inappropriate shocks due to noise, oversensing, and high impedance. The patient is scheduled for a revision in the future. Should additional information become available this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a relatively stable rv coil continuity around 500 ohms between (B)(6) 2016 and (B)(6) 2017. However, the last saved measurements of (B)(6) 2017 showed an rv coil continuity >3000 ohms. Furthermore an increased svc coil continuity was displayed which is negligible, as the lead under complaint is a single coil lead. The provided iegms demonstrated noise signals with small amplitudes and frequency which were oversensed as reported in the complaint text. The characteristics of these signals indicate that the noise resulted from an external source. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.